Event description:
It was reported after this implantable cardioverter defibrillator (ICD) was implanted, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended a commanded shock to determine what the shock impedance measurements would be with therapy delivery. Further recommendations were provided. No adverse patient effects were reported. At this time, this device system remains in service.